Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 600cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was observed during explantation surgery on (B)(6) 2018. The explanted device was replaced with a mentor smooth round moderate plus profile 600cc saline breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. It was initially reported that the suspect medical device is a mentor smooth round moderate plus profile 600cc saline breast prosthesis, catalog #3502600, lot #7438170, serial # (B)(4), UDI # (B)(4). New information states that the suspect medical device is a mentor smooth round moderate plus profile 650cc saline breast prosthesis, catalog #3502600, lot #7437838, UDI # (B)(4), serial number is now unknown. On (B)(6) 2018, the device history record (DHR) of lot number 7437838 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 4.9 cm x 3.6 cm running from the anterior aspect to posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).